Event description:
Reported potential false positive results for quickvue otc. The consumer communicated the result was confirmed by two other rapid antigen assay tests. It is unknown if consumer was symptomatic or asymptomatic at time of testing. Additional mdrs to be filed for each event.

Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. Tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 10 minute result read time. Root cause: could not duplicate with retains. Source: phone.